Event description:
Customer stated the insulin pump was acting goofy. Customer attempted to do a bolus and the device seemed to lock up. It had a full screen and the keypad seemed to be locked. Customer's blood glucose was 220 mg/dl. Customer got a button error during call. Customer reported he puts the device in a bag before he went into heart monitor or running, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected display lock up noted during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, and cracked belt clip slot.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.